Manufacturer narrative:
Primary operative notes relayed that trialing revealed excellent restoration of alignment, stability, and range of motion from 0 to 120 degrees. Final components were cemented into place using a pressurization technique. Office visits indicated that the patient has slight flexion laxity with range of motion from -2 to 125 degrees. Bone scan results dated (B)(6) 2015 reported increased activity along the medial aspect of the proximal tibia adjacent to the plate. Findings were suggested that they could be related to loosening. Patient underwent an aspiration of the knee on (B)(6) 2015. Office visit notes dated (B)(6) 2015 indicate the patient has persistent discomfort. Serologic testing has been negative, but bone scan results were reported to show resorption of bone beneath the tibial plate with increased activity. At this time, the patient mentioned to the surgeon for the first time that she may be "slightly allergic" to nickel; a lymphocyte test for nickel allergy was recommended. At this point, there are no records that the patient completed the recommended allergy test; therefore, the possible allergy to nickel cannot be confirmed. It was also noted by the surgeon that the patient will likely require a revision of the tibial plate. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing post-operative discomfort in her left knee. Subsequently, the patient underwent an aspiration on (B)(6) 2015.